Manufacturer narrative:
The evaluation of the event is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the rigid rhinoscope's optical system glass was broken. There were no reports of patient harm.

Manufacturer narrative:
This report is being supplemented to provide additional information, based on the legal manufacturer's final investigation. A review of the device history record found no deviations, that could have caused or contributed to the reported issue. The device was returned to olympus for inspection. And the customer's complaint was confirmed. A third-party repair is suspected as the nosepiece on the mask, which is integrated in the ocular, is mounted the wrong way round. The ocular may have been completely replaced and the ocular lens damaged in the process. It was also found, that the labeling sleeve on the ocular is loose and can be rotated. This indicates, that the optics were dismantled for repair. There is a laser inscription on the sleeve, which is not from olympus. And confirms, the suspicion of a third-party repair. Based on the results of the investigation. It is likely, that the event occurred, due to a third-party repair was carried out. Whereby, the ocular was replaced and the errors found were included. Olympus will continue to monitor field performance for this device.